Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department due to dizziness and to receiving a shock from the device. Upon interrogation, the device displayed two error codes, for a shorted lead condition and a charge time out. Technical services discussed that the device and associated right ventricular (rv) lead would need to be replaced as they are likely compromised. It was noted the patient was hospitalized, pending a replacement procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department due to dizziness and to receiving a shock from the device. Upon interrogation, the device displayed two error codes, for a shorted lead condition and a charge time out. Technical services discussed that the device and associated right ventricular (rv) lead would need to be replaced as they are likely compromised. It was noted the patient was hospitalized, pending a replacement procedure. No additional adverse patient effects were reported. The device was explanted and was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, review of device memory confirmed a shorted lead error (code 1004) was recorded on 27 august 2020 after a shock was attempted. The device battery status moved to end of life (eol) due to long charge times (code 1007). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Evidence indicates the associated rv lead was damaged and when this device attempted to deliver a shock through the lead, a short was detected. This device operated as designed in the presence of a shorted defibrillation lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department due to dizziness and to receiving a shock from the device. Upon interrogation, the device displayed two error codes, for a shorted lead condition and a charge time out. Technical services discussed that the device and associated right ventricular (rv) lead would need to be replaced as they are likely compromised. It was noted the patient was hospitalized, pending a replacement procedure. No additional adverse patient effects were reported. The device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.